Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of particles. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Upon further review, it has been determined by the manufacturer that this issue is not reportable and that there is no allegation of an issue related to the CPAP device's sound abatement foam and there is no alleged illness. In h6 section the problem code 3189 is added.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging device will not turn on/device not functioning. There was no report of patient harm or injury.  The device was returned to the manufacturer's service center for further evaluation.  The device was evaluated. There was no mention of visual finding to the external part of the device. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were no errors found.  The manufacturer concludes that they could not confirm the customer's allegation and unit is scrapped due to age.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged device will not turn on/device not functioning. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. The incorrect health effect - clinical code 4582 and medical device problem code 3189 was submitted on the previous report in h6 section. In section h6 health effect - clinical code 4580 updated.